Event description:
The ventricular assist device (vad) was returned to the manufacturer after routine transplant. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. No device malfunction was reported against (B)(6); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed damage of the strain relief close to the header of the pump. Closer inspection of the damage revealed that the blue wire of the driveline was completely severed. Given that this damage was not present prior to release of the device, it can likely be attributed to the handling of the device during or after the explant procedure. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. CAPA (B)(4) was opened to investigate post-explant issues found during failure analysis of returned pumps. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.